Event description:
Multisystem organ failure [multi-organ failure]. Case description: spontaneous report received on 23-jun-2008 from a company rep regarding a patient who received 96 epicel grafts (lot# ee01178) on (B) (6) 2008. On (B) (6) 2008, the pt died from multisystem organ failure. The patient's biopsy report was obtained on 07-jul-2008. The pt was a (B) (6) female, (B) (6), who experienced a thermal burn on (B) (6) 2008, in which 78% of her total body surface area (tbsa) was injured: 61% full thickness burns and 17% partial thickness burns. On (B) (6) 2008, the pt was admitted to the hospital's burn unit and was biopsied at 12:30. The biopsy site of tube 1 was the left groin and the biopsy site of tube 2 was the right groin (exp date on tubes: 30-oct-2008). At the time of the biopsy, the pt did not have any wound or systemic infections. Current medications included: 4 unspecified topical antimicrobial or antifungal medications and 1 unspecified systemic antimicrobial or antifungal medication. We are reporting this death event per our post-approval commitment within the MDR timeline of 30 days. We will solicit from the clinical site additional data including burn date, cause of burn, hcp opinion on relatedness and cause of death, autopsy info if completed, and any other pertinent info, but at this time, this info is not yet available.